Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 725 mg/dl with large ketones. Reportedly, the customer addressed their bg with a manual dose injection and was transported to the emergency room by a friend. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.